Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the physician attempted to advance the delivery system across a very tortuous distal right coronary artery lesion. After the lesion was post-dilated, the delivery system reached the lesion but would not cross. The guide catheter backed out of position. The stent delivery system was pulled back into the guide catheter and removed both as one unit. Once the delivery system was outside the patient, it was noticed there was no stent attached to the balloon. The stent was lost inside the groin. Attempts were made to retrieve the stent with a snare device. The patient was sent to surgery for a bypass. The stent remains in the patient's groin. Reportedly, the patient is doing well.